Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they could not get their controller battery charged up. Patient said they left the town for 2-3 days and forgot to take the controller with them, so the controller was dead as a door nail and they couldn't get anything to respond from it. Patient described seeing a message on the controller that said battery empty, cannot continue, recharge the controller. Patient mentioned they started trying to recharge late yesterday afternoon and the controller was not charging. Patient stated they attempted to charge the controller at the time of the call, but the battery low message would not clear. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the controller did not power on. Patient confirmed the green light was on the wall outlet connected to the ac power supply. Patient then reinserted the battery, but the controller displayed battery low recharge the controlle r. (79) patient confirmed there was no green solid or green flashing light above the controller screen. The issue was not resolved. A replacement battery pack and controller was sent out. No symptoms were reported.